Event description:
Pt has a diagnosis of "epidural mass." The pt was experiencing "new/worse pain" following a motor vehicle accident. This prompted an MRI of the thoracic spine which demonstrated a "mass at the catheter tip with pressure to nerve/cord." Hcp states that in regards to the herniated nucleus pulposus it is "unclear that pt's new symptoms related to catheter mass but needed to be removed anyway. Surgery was performed. At surgery, the catheter was found to be in the epidural space." The distal part of the catheter was explanted and the mass was removed or surgically explored. The pump and proximal end of the catheter were explanted. The pt outcome was descibed as "fine" and "good". The pt is still experiencing back and neck pain.